Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not power up. A field service engineer reseated (fse) checked the power cords and all cable connections and identified a faulty full height cubie drawer that was preventing the station from powering up and replaced the drawer controller board and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis unit would not start. Nursing staff reported issues and attempted to restart the device; however, the screen did not power on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.